Event description:
On (B)(6) 2011, my husband received a matrix spinal implant manufactured by synthes. By (B)(6) 2012, there was indication in an x-ray that the left rod had started to move, but no break could be seen. In an x-ray taken (B)(6) 2012, an x-ray showed the rod was broken and upward movement had occurred. On (B)(6) 2012, an x-ray showed a complete failure of the rod and failure of two cap locks meant to hold the rod in place. This allowed the rod to move upward into the back muscles. It has cleared the rods and has nothing to restrain the move into the muscles requiring a revision surgery to remove the device. Our surgeon tells us he has never seen anything quite like the migration of a rod into the back muscles above the implant. We are very displayed as the surgeon, dr (B)(6), tells us this will require another dangerous, revision surgery to remove the implant. There is no alternative as the loose rod is causing, and will continue to cause, further damage to those back muscles if left in place. We expect, but are not sure, that the hospital ((B)(6)) will report the removal of this device to FDA and MFR when that revision surgery is performed.